Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient has been experiencing pain since having the hip implant surgery. Her hip locks and she can't move. She cannot go up and down the stairs.